Manufacturer narrative:
At this time no conclusions can be made. The information provided alleges that the patient underwent an additional surgery to explant the device and repair a recurrence of the hernia however, no medical records were provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No sample was returned. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol 3dmax. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent repair of an abdominal right inguinal hernia. A bard/davol flat mesh(device #1) patch 2 in x 12 in,was implanted in patient during this repair. (B)(6) 2015: the patient underwent surgery to surgically repair a recurrent right inguinal hernia due to recurring pain where the bard/davol flat mesh(device #1) was fixated. During this procedure,the doctor noted that the bard flat mesh(device #1) failed. The doctor then implanted an unspecified bard/davol large 3dmax mesh in patient after removing the failed bard/davol flat mesh (device #1) from the previous surgery. The patient continues to experience complications and chronic pain related to the bard/davol flat mesh (device #1) and his subsequent surgery to remove the bard/davol flat mesh and again repair the subject hernia. The bard/davol flat mesh (device #1) implanted in patient failed to reasonably perform as intended. The bard/davol flat mesh (device #1) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the bard/davol flat mesh (device #1) was initially implanted to treat. The patient was caused to suffer, and did suffer, severe personal injuries, pain and suffering, and other damages.